Event description:
It was reported that the pump exhibited error code. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Error codes were found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the reported error code was found in the device information folder and in the pump event history log. Root cause of the reported issue is unknown, but the microprocessor unit board was found to be defective. Recommend replacement of the microprocessor unit board. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device was previously repaired for a cassette issue (not duplicated). There is no indication that there was an issue with previous repair in the evaluation and it is not likely to affect the main board.

Manufacturer narrative:
Additional information received on 16-sep-2022 via email and attached to complaint object: no patient involvement. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: correction: catalog number: 21-2120-0104-01. D4: correction: model number: 2120.